Event description:
On (B)(6) 2010, I underwent posterior rectocele repair with polypropylene mesh insertion. By the end of (B)(6) 2010, I had persistent burning vaginal pain. On (B)(6) 2010, I underwent a second surgery for explantation of mesh and grommet along the posterior left vaginal wall. The pain resolved in that area but I continued to have diffuse burning vaginal pain. On (B)(6) 2011, I underwent a third operation for explantation of the remaining mesh, arm and grommet along the posterior right vaginal wall. The op report stated that "there was evidence of the scar capsule, not a smooth capsule, but a scar capsule dividing the perirectal fascia from the mesh and the mesh from the posterior vaginal wall."